Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella igg assay, where the customer observed calibrator a-b ratio too large. The customer was advised to use the axsym bulk buffer solution as calibrator a and to replace the meia lamp. The customer performed the recommended troubleshooting procedures and also replaced the sampling probe and valve syringe, however, the issue persisted. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.